Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a craniotomy on an unknown date, the tips of approximately 4 screws broke off causing them to turn without advancing. This report is for four unknown screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 4 unknown screws. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.